Event description:
It was reported that the device has shutter pressure alarm. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿the device has shutter pressure alarm¿ was confirmed however, the shutdown pressure is at 0.82 bar which is in the correct range between 0.62 bar and 1.86 bar. The cause was unable to be determined. The sensor was calibrated, and the downstream occlusion (dso) seal was replaced. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.